Event description:
The following was reported to gore: on (B)(6) 2019, a patient underwent endovascular treatment using gore® viabahn® vbx balloon expandable endoprosthesis (bxa077901j /20029285) and a non-gore stent (smart 8 mm x 60 mm) in the left common iliac artery. (Details unknown) the patient tolerated the procedure. On an unknown date, 2019, thrombotic occlusion of the device was suspected. On (B)(6) 2019, the patient underwent re-intervention for occlusion. Aspiration of the intragraft thrombus was performed. Two additional gore® viabahn® vbx balloon expandable endoprosthesis were implanted inside bxa077901j /20029285 and the smart stent. One was a bxa077901j which was expanded to recommended pressure and the other was a bxa073901j which was expanded to 10 atm. The patient tolerated the procedure. The physician stated that there was a site of insufficient expansion at the initial procedure, it resulted in failure to ensure adequate blood flow due to residual stenosis, which might be the cause of occlusion

Manufacturer narrative:
B.1., b.2., and h.1. Updated.

Manufacturer narrative:
B.5. Updated. (B)(6) 2019 is being used as the date of event since it is the earliest known date of onset available. H.6. Results code 1: 213 a review of the manufacturing records for the device verified the lot met all pre-release specifications. H.6. Conclusion code 1: updated.